Manufacturer narrative:
H3. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the report of pain. There is no other patient medical history available. These devices are used for treatment not diagnosis.

Event description:
It was reported via a legal notification that a male patient, initial right knee implanted with an optetrak device on (B)(6) 2017, underwent a revision procedure on (B)(6)2022, approximately 5 years 1 month post the initial procedure. The plaintiff has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. No device return anticipated do to this being a legal case. No further information.

Manufacturer narrative:
Concomitant medical products: (B)(4), 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(4), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. (B)(4), 200-02-35 - three peg patella 35mm. (B)(4), 201-78-15 - holding pin mini sharp point 4 pk. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Pending investigation.

Event description:
The patient was required to undergo revision surgery due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. No other information available.